Event description:
The patient received an absorb scaffold (proximal lad) and a xience prime (distal lad) on (B)(6) 2012, for treatment of a non-st elevation myocardial infarction (stemi). The patient's compliance was somewhat questionable; she was on treatment with aspirin and ticagrelor. The patient was admitted on (B)(6) 2012, with stemi of the anterior wall. Angiography showed a complete in-absorb scaffold thrombotic occlusion. After the percutaneous transluminal coronary angioplasty optical coherence tomography (oct) was performed which showed thrombus in both the absorb scaffold and the xience prime. There was a ruptured plaque in the vessel between the two stents. The physician's first impression is that this is not a case of in-scaffold thrombosis, but rather a plaque rupture with a thrombus that extended proximal and distal to the site of rupture. The thrombotic occlusion was treated with an unknown balloon catheter and two xience v stents. The patient is stable and in good condition. Timi 3 grade flow with a good result via oct. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire:balance middleweight, guide cath: xc 3.5, other: absorb bioresorbable vascular scaffold. The customer reported the stent remains in the patient. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of myocardial infarction and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.